Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, >2500 ohms impedance was observed in both config- urations. Atrial loss of capture and intermittent loss of sensing was also noted. The pocket was opened and the setscrew was tightened. Normal function ensued.